Event description:
The product was used during an infusion port placement procedure. Reportedly, the catheter broke. The surgeon removed the device on august 18, 1997. The hosp has no add'l info at this time.

Manufacturer narrative:
10/29/1997-supplement #1 sent to FDA.